Event description:
It was reported that a pump declared alarm 30 during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to load a new cartridge using the correct technique and successfully resumed insulin therapy.